Event description:
Robotic scissor found while using in two pieces. Surgeon removed both pieces. The pieces removed were put together and looked whole. No x-ray needed per surgeon and management tip cover accessory (ref 400180, lot # l83230721, expiration date 2025-07-31).